Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of two discharged batteries installed, with a low battery voltage. The battery cap was able to fully secure onto the pump. The battery cap contact measured within specifications. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Unrelated to the initial complaint, the ¿coin slot¿ at the top of the battery cap was damaged. Also unrelated, the battery compartment was cracked, and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.